Event description:
This system was removed due to infection. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated. (B)(6) 2013 - the patient was admitted to osu on (B)(6) 2013 for syncope. The ICD was interrogated at that time with no abnormalities. The patient was diagnosed with (B)(6) bacteremia on (B)(6) 13. The patient was given an IV of vanco. The infectious disease was diagnosed as av endocarditis and there is a very small mobile echo density of unclear significance on the atrial wire. On (B)(6) 2013, the ICD system was removed. The ep consultant believes the implant of a new ICD appears to exceed benefit and is unlikely to change overall prognosis and may lead to reoccurrence of endocarditis. This no longer meets asr criteria.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.